Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. If objective evidence, relevant information, package or product becomes available to assist with evaluation, the complaint will certainly be revisited.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the second ultra ff that was used initially deployed its first anchor correctly but after passing the needle through the meniscus to place the second anchor, both anchors pulled out of the meniscus completely. The blue sheath around the needle had also separated from the handle at the same point. There was less than 1 minute added to the surgery and the anchors were removed from the patient as they didn't implant correctly so there was no harm caused to the patient.